Event description:
No blood glucose levels reported. The customer reported that the insulin pump alarmed no delivery on several instances. Troubleshooting was not completed. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please refer to manufacturer's report no. 2032227-2014-64856 as it refers to the same event but of a different device.